Manufacturer narrative:
The associated device was returned and evaluated. The components were inspected visually to determine the cause of the reported incident. No destructive analysis was conducted during this investigation. Two inserts were retrieved. Damage and deformation were observed on the articular surface of the inserts; these features have been reported as being created by third-body particulate (bone cement, bone, etc.) In the joint space. Cement and bone particulate are known to be produced during a total knee arthroplasty (tka), even under carefully controlled conditions. The distal surface of both inserts also had some wear/damage. The post on insert 1 is worn, damaged, and deformed. The post of insert 2 was fractured off of the insert. There were no observations of material or manufacturing deviations in the course of this investigation. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details, the poly implant was noted to be ¿deformed with some delamination evident¿ during the revision. The implantation date was not provided. It was communicated that the requested medical documentation would not be provided for inclusion in the medical investigation due to hipaa. S+n has not received adequate documentation to fully evaluate the root cause of the reported revision. The patient impact beyond the reported event could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that due to findings from investigation of (B)(4). The gii ps hi flex isrt sz 5-6 9 insert explanted during a revision surgery, was found the post of the device fractured off of the insert. Also, damage and deformation were observed on the articular surface of the insert. It is unknown how was the procedure finished and if there was a delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.